Event description:
Complainant alleged that during testing, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no pt involvement in the reproted malfunction.